Event description:
The service repair technician (srt) reported that during routine testing of the device at the med ctr, there were horizontal lines displayed on the central control monitor (ccm). There was no pt involvement.

Manufacturer narrative:
The subsidiary manufacturing engineering ctr (mec) could not duplicate the display failure. During the laboratory eval, the reported issue could not be duplicated. The product surveillance technician (pst) observed no horizontal lines on the ccm. The ccm booted properly and functioned normally. There was no sign of external damage on the ccm.